Event description:
Procedure type: tep. According to the reporter: dr tried to inflate the balloon in cavity, but it could not be fully inflated. The device was taken out and inflated out of the cavity, then it could be fully inflated. It would not be inflated good in cavity after that. Used other device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 mins. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B)(4).